Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. An unk size taxus liberte stent was implanted in the left anterior descending artery and the pt was discharged from the hospital (date unk). The pt presented four or five days post the implant procedure with stent thrombosis. Additional information was requested, but not provided.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.